Event description:
It was reported that: "a kit was opened, revealing that the stopcock connection was not bonded. Upon further inspection, it was noted that the bonding was broken, with one piece lodged inside the catheter. Another kit was subsequently opened, and in this case, the stopcock was bonded properly.".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer provided five images for analysis. Three images showed a defective stopcock/fitting. One image showed the kit lidstock information. The fifth image showed the psi whilst inside the patient. The customer report is confirmed from the photos. The customer also returned one psi sheath assembly and a lidstock. The tray and the rest of the kit contents for this specific assembly were not returned. In addition to this, four unopened kits of the same kit type were also returned. It is assumed that these four unopened kits are representative samples. Visual analysis of the lone psi sheath revealed that the stopcock was separated from the hub of the side arm. A portion of the stopcock was still adhered inside the luer hub. Microscopic examination confirmed the separation and revealed that the edges were jagged and not uniform. White stress marks were also observed. The four representative kits were opened to analyze the psi/stopcock assembly. No defects or anomalies were observed as the stopcock(s) were secure within the luer hub(s). Manufacturing and r & d were contacted as part of this complaint. They confirmed that this damage can occur if there is too much of the glue (dichloromethane) is present on the assembly. This glue reacts with the plastic and degrades the structural integrity. Therefore, it is possible for this defect to occur during manufacturing. Therefore , further investigation needs to be conducted by the manufacturing facility. A device history record review was performed, and no relevant findings were identified. The report of a damaged stopcock was confirmed through complaint investigation. Visual analysis revealed that the stopcock was separated from the side arm of the psi. A portion of the stopcock had separated and was still lodged inside the luer hub. Further confirmation from r & d and manufacturing revealed that this defect can occur during the manufacturing of the psi assembly. Therefore, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "a kit was opened, revealing that the stopcock connection was not bonded. Upon further inspection, it was noted that the bonding was broken, with one piece lodged inside the catheter. Another kit was subsequently opened, and in this case, the stopcock was bonded properly.".